Event description:
Hcp reported pt was overdosed. The pump was implanted in 2003, programmed, and the pt went to the recovery unit without incidence. The next day the pt was discharged and went home. The pt went into respiratory arrest and was admitted to the hosp intensive care unit where the pt was intubated. Physician stated to the pump MFR's rep that the pt was overdosed due to a physician programming error. A follow up report will be sent if add'l info is obtained.